Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 9 (overfill alarm). Reportedly, the customer was unable to recall the exact details of the event; however, contact stated that the customer loads with the same amount of insulin into the cartridge each time. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.